Manufacturer narrative:
The investigation included a review of the device batch record, trending analysis by lot number, system risk analysis (sra), retains testing, functional analysis and concomitant product evaluation. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." Functional analysis was not performed as the product was not available for analysis. The concomitant sterrad nx was not evaluated. However, a planned maintenance was later performed and no issues were found at this time. The assignable cause of the issue could not be verified. The customer was unable to provide any further information. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
The batch history review (bhr) was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Retains testing was performed and did not find any quality problems with the reported batch. The color changed correctly.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterad® nx cycle. The affected load was released and used on a patient. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.